Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). It was reported that during the procedure, an endoleak of indeterminate origin was suspected, prompting additional interventions, including a balloon touch-up and the addition of an excluder cuff. It was later determined that the indeterminate origin endoleak was a type 2 (anatomy-related) endoleak. Approximately three (3) years post the initial procedure, a CT (computed tomography) scan identified an aneurysm enlargement, but the exact source of the endoleak wasn't identified. The patient underwent a re-intervention. Angiography did not reveal any endoleak, even with attempts to identify leaks under the renal arteries. Stent grafts were added, including the excluder body and contralateral leg, despite not confirming the leak. The last angiography showed no endoleak, completing the additional intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 aneurysm enlargement of 35 mm complaint is confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The type ii endoleak may have contributed to the reported events but could not conclusively be determined due to a lack of recent imaging. There was an off-label concomitant product use of a non-endologix proximal cuff at the index. It is unclear if this contributed to the reported event. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes - remove code 4065. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.